Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the fluoroscopic inspection of the valve load, an infold on the second node of the valve frame was noted. Upon the first deployment attempt at 80% deployment, an infold was observed. The valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve and dcs were used for successful implant. Upon release from the dcs, the valve shifted slightly which was a shallower depth at 0-1mm on the non-coronary cusp. It was reported that the annulus size was 21 millimeter (mm).no adverse patient effects were reported.